Manufacturer narrative:
The instrument was returned with a sterile adapter that has been cut from the drape. Per the customer reported complaint, engineering conducted performance testing on both the instrument and the sterile adapter. Engagement of the instrument was successful, without difficulties installing or removing it from the sterile adapter. The engagement check was repeated on three different psm's with the same results. The instrument moved intuitively with full range of motion in all directions. All components function properly. Latex cut test and electrical continuity passed. Engineering also observed that the instrument main tube has a 2 inch long section with light scraping, located just below the midpoint of the tube. The surface finish is rougher than the remainder of the tube. The tube damage may be caused by a defective cannula. No ther damage found.

Event description:
It was reported that the monopolar curved scissors instrument would not be accepted by the system's patient side manipulator (psm). No additional information was provided. No patient harm, adverse outcome or injury was reported.